Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu), serial number (B)(6), was returned to the service depot for evaluation. The mpu was scrapped at the depot per the customer¿s request, as the patient has been transplanted and returned the mpu because it is no longer needed. Questions regarding the event were asked multiple times and no responses were received. No adverse patient effects or atypical events correlating to the mpu were reported. The heartmate 3 patient handbook (rev. D) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that mobile power unit had returned. The reason for the return was unknown.